Event description:
It was reported that a pacing lead fractured, was capped and was replaced. No patient complications were reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.